Manufacturer narrative:
Pump passed displacement test. The pump was received with broken off the belt clip rails, detached reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the clip came off and the pump was hanging. The customer noticed a crack on the back of the pump. The product was returned for analysis.